Event description:
It was reported that the customer had received repeated no delivery alarms on the insulin pump through the night. Customer wanted a new pump immediately. Customer stated that the problems started during basal delivery. Customer disconnected at the quickrelease and 5u fixed prime delivered, but pump did not deliver insulin and did not alarm no delivery. Customer was asked to do a manual plunger push, but customer did not wish to do so. Customer stated that she would have her mother call and then customer hung up. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.